Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-06172. It was reported the patient's drg system was exhibiting high impedance, and not providing effective stimulation therapy. A company representative met with the patient and found high impedance for all of the contacts of one lead. X-ray taken did not show any lead migration. However, surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2 : reference MFR report: 1627487-2018-06172. Follow up information obtained identified surgical intervention was taken and one of the patient's drg leads was explanted and replaced. Also, an additional lead was added to the patient's drg system. Effective stimulation therapy was restored postoperatively.